Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving lioresal ( 2000 mcg/ml at 400 mcg/day) via an implanted pump. It was reported the patient had a lack of effective therapy. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The catheter was aspirated and the tip of the catheter was occluded. A catheter revision of the spine segment only was performed and the issue was resolved.